Event description:
The customer reported via phone call that they experienced a blank display on the insulin pump when attempting to deliver a bolus. The customer stated that the act button was also not responding. The customer's blood glucose at the time of the call was 86 mg/dl. While troubleshooting, the customer confirmed that the insulin pump had not been dropped, bumped or exposed to moisture. The customer stated that the battery compartment and the spring were neither damaged nor corroded. The customer was advised to insert a new aaa alkaline battery, and the customer stated that the display returned. The customer was advised that the insulin pump would be replaced due to the act button not responding. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per healthcare provider's instructions. The customer agreed to return their insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump powered up properly after battery installation. The pump was received with operating currents within specification. The pump was monitored and, no blank display anomalies were noted. No damage on the lcd isolation tape was noted. The pump had a cracked case at the display window corners, cracked battery tube threads, minor scratches on the display window, and a stained end cap sticker.